Event description:
It was reported that the handpiece did not work. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 3/4/2009. Evaluation summery: the hand piece was returned with the nose cone cracked. The analysis was performed and was found that the hand piece no long meets the specifications for continuity. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.